Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a severely tortuous and mildly to moderately calcified iliac artery. The physician was attempting to predilate the lesion, on the first inflation the sterling otw, 6.0mmx40mmx80cm (4f) balloon catheter was inflated to two to three atmospheres. On the second inflation the balloon was inflated to unknown atmosphere, however, blood came back into the device. The physician removed the balloon catheter from the patient intact and it was noted that the balloon had ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.